Manufacturer narrative:
H3. Analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5/h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable pump infusing fentanyl. It was reported that the patient's pain had not resolved despite a pump dose increase. A dye study was performed. The catheter aspirated successfully. The dye was pushed through the catheter access port, but was never seen going past what looked like the catheter connector site. The tip was visualized at t10. No dye made it there from what was observed by x-ray. The dye appeared to billow out of the catheter at the connector site. The pump was reduced down from simple continuous dosing to minimum rate. The patient was prescribed oral medication for pain and was referred to surgery to revise the catheter. The issue was not resolved at the time of the report, but surgical intervention was planned to resolve the issue. Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the catheter dye leaking was not yet determined. The patient was pending surgical intervention, which was scheduled for 2025-06-30. Additional information was provided from a healthcare provider via a company representative stated that the surgery happened on 2025-07-07. The cause of the catheter issue was unable to aspirate. The physician chose to replace the whole system. The system was returned for analysis.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal fentanyl 870 mcg/ml at 5.44 mcg/day via an implanted pump for an unknown indication for use. The patient reported limited relief from the pump therapy prior to a dye study on (B)(6) 2025. History obtained from referring office. The dye study revealed concern that dye did not make it to the catheter tip. Instead, dye was reported as leaving the catheter at the connector site. The patient was referred for a catheter revision. The pump segment was explanted. The tip segment was tied off in the pump pocket. A full catheter replacement was performed using 8780 (sn (B)(6)). The doctor chose to complete a full system replacement, replacing both the catheter and the pump on (B)(6) 2025. It was asked but unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. It was noted there was no allegations to the pump. It was the physician¿s judgment to replace the full system. Both implanting and managing providers are aware of the event. The issue was resolved at this time.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-jun-2026, UDI#: (B)(4), h3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.